Manufacturer narrative:
A supplemental MDR is being submitted for completion to the engineering evaluation. The following sections of this report has been updated: update to b4, g3, g6, h2, h3, h6, h11. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Visual examination was performed, and the following was observed: liner fully expanded. Distal tip opened but torn. Due to the nature of the complaint, no functional or dimensional testing was able to be performed. The provided imagery was evaluated and revealed the following: distal tip opened but torn. Tortuosity and calcification present in patient access vessels. The complaint for sheath distal tip torn was confirmed based on the evaluation of the returned device and the imagery provided. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process. Additionally, patient or procedural factors such as challenging anatomy or non-coaxial advancement angles may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment or preventative actions are required at this time. An investigation was previously opened to determine the root cause and implement any necessary corrective actions.

Event description:
As reported by our portuguese affiliates, following successful implant of a 26mm sapien 3 ultra resilia valve in the aortic position by transfemoral approach, after removal of the devices, it was observed that the distal tip of the esheath+ was torn. The patient did not suffer any consequences, and the procedure was successfully completed.

Manufacturer narrative:
The investigation is ongoing.